Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Leadscrew does move as intended, however, unable to perform displacement dose accuracy, baseline and wireless functionality test, leak test, and leadscrew reset torque test due to missing injection foot. Missing injection foot will lead to inaccurate testing. Inpen passed front cap investigation. In conclusion: unable to confirm customer's complaint for leadscrew anomaly due to missing injection foot. Unable to verify alleged high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leadscrew anomaly. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-105nngyna. Troubleshooting was performed. Customer reported inpen screw movement issue. Identified inpen screw pulled back into the inpen while dialing and customer did not t ouch/twist injection/dose button or customer changed cartridge but was not successful in priming inpen. No further patient complications were reported. The customer will discontinue to use the inpen. Mmt-105nngyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.